Manufacturer narrative:
Upon visual inspection, the device was found to have a damaged bearing on the driver. The device was repaired and returned to the user facility.

Event description:
It was reported that during a procedure the micro sagittal saw would not hold the blade. It was reported that a back-up was utilized. No delay, no medical intervention and no adverse consequences were reported with this event.